Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Physician reported left side rupture and lymphadenopathy, MRI confirmed. Device remains implanted.

Event description:
The MRI also found "typical linguini sign as a sign of an intracapsular rupture" and "enlarged, clearly t2-hyperintense axillary lymph node". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the device. Crease flat observed in the device.

Manufacturer narrative:
Clarification to reason for reoperation: "typical linguini sign as a sign of an intracapsular rupture. There is also an enlarged, clearly t2-hyperintense axillary lymph node". Additional, changed, and/or corrected data: a4 a6 b3 b5 b6 e3 g2 h6.

Event description:
The MRI also found "typical linguini sign as a sign of an intracapsular rupture" and "enlarged, clearly t2-hyperintense axillary lymph node". The device has been explanted and replaced.